Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a traumatic brain injury (tbi) and developed hydrocephalus. The patient was then implanted with a shunt. It was stated that the valve has required reprogramming a few times over the years without any known magnet exposure. The valve was working fine, and the physician was always able to reprogram it without issue. It was noted there were long intervals between the valve changing settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the valve has changed pressure settings 4 times randomly. The first pressure change was in (B)(6) 2017. It was stated the patient also has a baclofen pump, but the programmer has never been near the valve site. It was noted the patient gets incredibly uncomfortable and starts yelling when the valve changes pressure. The physician assistants are doing adjustments and confirmations correctly. The patient's next appointment is (B)(6) 2017.